Manufacturer narrative:
Terrigno v., tan j., foster m., sabir s. Very late-onset watchman device associated thrombus formation and embolization presenting as acute stroke. Journal of the american college of cardiology, vol 77, issue 18. 11 may 2021.

Event description:
It was reported via literature that a thrombosis and cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). Twenty-nine (29) months post index procedure the patient experienced syncope, aphasia, and a cerebral vascular accident. Computed tomography (CT) showed an occlusion of the left distal m1 segment of the middle cerebral artery. Transesophageal echocardiogram (tee) identified a thrombus abutting the threaded insert and fabric of the closure device. A mechanical thrombectomy was performed and the patient returned to baseline following the procedure. The patient was instructed to being apixaban. No further information on the status of the patient is available.